Event description:
The device was used during a laparaoscpic cholecystectomy. It was reported the surgeon inserted the 512x without difficulty as a lateral port on a male pt weighing greater than 400 lbs. The 512x cannula shattered while the surgeon was dissecting the gallbladder from the liver. It was reported approx 3/4 of the cannula shattered. The surgeon replaced the trocar with another 512x and completed the procedure. The surgeon then performed a mini laparotomy on the pt in an attempt to retrieve the cannula pieces. It was unknown whether all of the pieces were retrieved. The pt reportedly was doing well postoperatively. The lot humber for product was either hd5284 or h411e. The 512x was retained by risk mgmt. Procedure: laparoscopic cholecystectomy. Upon repositioning camera to medial lateral trocar site, could not advance camera. Md removed the 12mm long trocar sleeve to reinsert and discovered the end of the sleeve had broken off. Flat plate x-ray done-no fragents noted. After gallbladder removed, exploratory laparotomy perfored. Fragments found and removed. No further fragments palpated. Attempts to reconstruct sleeve with retrieved fragments was unsuccessful. 4 trocars used during procedure, unsure of which sleeve used." Product available to rep now. Hosp returning all 4 trocars.